Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found during use with a syringe 0.3ml 8mm 90 bx 450 mo. The following information was provided by the initial reporter, "not the entire box just finding a few within this box with what appears to be a liquid inside the syringe. They are mail order supply. She store syringes at room temp when in her home. She is the person that opens the packets."